Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's snake wrist was dislodged. The dislodged disk was the likely cause of the cannula being stuck to the instrument. Additional observation not reported was a frayed grip cable. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged disk and frayed cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a endowrist one vessel sealer instrument would not remove from the cannula. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.